Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized and due high blood glucose. The customer¿s blood glucose level was unknown at time of incident. The customer was treated with intravenous drip. It was reported that they had infection at the site and also had skin irritation, bent cannula. The insulin pump will not be returned for analysis.